Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-11-2017 with the following findings: the pump powered to the verify screen with no issues. An ezcarb and ezbg bolus were manually calculated and the pump correctly calculated the same units. The pump¿s bolus calculation feature was found to be functioning properly. The pump was exercised for 24 hrs; no errors, alarms or warnings occurred during testing. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program total or are as expected, and the basal history matched the active basal program settings. It was alleged that the pump caused the patient to have a blood glucose less than 70mg/dl but greater than 40mg/dl without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.